Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 33 high watt alarms have been logged since (B)(6) 2016. A rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 5.2w on (B)(6) 2016 outside of normal power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. Clinical factors may have contributed to the reported event and related comorbidities, anticoagulation therapy may have also been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had elevated lab values and power above normal consumption with abnormal lab values. The patient's inr on admission was 2.8.  Thrombus was confirmed on lab work on (B)(6) 2016 as the ldh was greater than 921.  The patient received systemic lysis and the thrombus dissolved. The patient was subsequently discharged home on (B)(6) 2016. No additional information available.